Manufacturer narrative:
(B)(4). Date sent: 7/14/2020. D4: batch # u5ae73. Investigation summary: the analysis results found that one psee60a device was returned with the anvil bent upwards and with a gst60b reload loaded on the device. The reload was received partially fired 2/3. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The battery pack has a drain feature that drains the pack within 24 hours of the procedure. Therefore, testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil, leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at fgqa.

Manufacturer narrative:
(B)(4). Batch #: u5ae73. Three photos were received. Upon visual inspection of three photos, the following was observed: the first and third photos show a device from anvil area with a blue reload loaded and the knife slot can be seen damaged (risen). Also, the reload appears to be partially fired. The second photo shows a device from anvil area with a blue reload loaded and what appears to be a staple could be observed in slot of knife. Based on the photos reviewed, the event describes are confirmed, however no conclusion or root cause could be determined. The analysis results found that one psee60a device was returned with the anvil bent upwards and with a gst60b reload loaded on the device. The reload was received partially fired 2/3. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic radical gastrectomy, the device would not fire farther after fired 1/2 when severing gastric tissue on the first firing. The surgeon noted that the motor sound was abnormally weak and there was smoke coming from the battery. Opened the jaw and found that many staples were scattered on the cartridge deck and the anvil was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.